Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician noticed the implant wound looked unhealthy. An infection was discovered at the ipg site. In turn the patient was prescribed antibiotics. As a result, the patient underwent surgical intervention wherein the scs system was explanted. Patient is currently being monitored and the antibiotics treatment is ongoing.

Event description:
Additional information received identified the issue was resolved.